Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-dec-2020. The most recent information was received on 06-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain, suffer from very intense pain for several days / night-time pain was now constant') in a 42-year-old female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain"), headache ("headaches"), pruritus ("itching"), eczema ("eczema"), neck pain ("neck pain"), paraesthesia ("tingling in the arms and hands"), hyperaesthesia ("hypersensitivity to pain and touch"), rotator cuff syndrome ("tendinitis: shoulder"), tendonitis ("tendinitis: wrist, hip"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating") and poor quality sleep ("very poor sleep quality"), 5 months 12 days after insertion of essure. At the time of the report, the pelvic pain, back pain, headache, pruritus, eczema, neck pain, paraesthesia, hyperaesthesia, rotator cuff syndrome, tendonitis, amnesia, disturbance in attention and poor quality sleep outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, disturbance in attention, eczema, headache, hyperaesthesia, neck pain, paraesthesia, pelvic pain, poor quality sleep, pruritus, rotator cuff syndrome and tendonitis with essure. The reporter commented: period of onset: intermittent at first, constant now. Current patient condition: everyday life becoming complicated, heavy objects are almost impossible to lift, she cannot exercise anymore (not even walking). Lot number:846840 manufacture date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pelvis pain, suffer from very intense pain for several days / night-time pain was now constant') in a 42-year-old female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lower back pain"), headache ("headaches"), pruritus ("itching"), eczema ("eczema"), neck pain ("neck pain"), paraesthesia ("tingling in the arms and hands"), hyperaesthesia ("hypersensitivity to pain and touch"), rotator cuff syndrome ("tendinitis: shoulder"), tendonitis ("tendinitis: wrist, hip"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating") and poor quality sleep ("very poor sleep quality"), 5 months 12 days after insertion of essure. At the time of the report, the pelvic pain, back pain, headache, pruritus, eczema, neck pain, paraesthesia, hyperaesthesia, rotator cuff syndrome, tendonitis, amnesia, disturbance in attention and poor quality sleep outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, disturbance in attention, eczema, headache, hyperaesthesia, neck pain, paraesthesia, pelvic pain, poor quality sleep, pruritus, rotator cuff syndrome and tendonitis with essure. The reporter commented: period of onset: intermittent at first, constant now. Current patient condition: everyday life becoming complicated, heavy objects are almost impossible to lift, she cannot exercise anymore (not even walking). We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.